Event description:
After cath lab procedure, as the sheath was being removed, the catheter of the sheath came apart from the hub and the inner steel coil unwound. The entire sheath including coils in the catheter were safely removed from patient.